Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump fell and the touch screen became shattered. In addition, the bottom of the screen became black and the customer could not interact with the pump. Customer's blood glucose was over 400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.